Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 12x2.75mm promus premier stent was advanced for treatment. However, the stent become frayed. No patient complications were reported and the patient status was stable.